Event description:
Iabp tube found filled with blood. Entire length of tube with clotted blood extending into safety chamber on machine. Extensive contamination of machine. Iabp removed and not replaced. Pt stable.